Event description:
It was reported that the 22g x1.00in (0.9 x 25 mm) insyte autoguard experienced a retraction issue when the customer reported that the safety mechanism didn't activate after pressing the button. The customer reported, ¿after punctured the safety mechanism didn't activate even pressed the button.¿

Manufacturer narrative:
H.6. Investigation summary: DHR: the lot was manufactured on afa line 5 on 02feb2018 through 07feb2018. Packaged on pkg. Line 8 on 03feb2018 through 12feb2018 for a total of (B)(4). All challenge, set-up and in process samples were performed according to the quality sampling plans and all passed per specification. No qns were initiated during production. Received a 22ga needle assembly with a needle cover. Visual/microscopic evaluation: traces of blood were observed on the hub of the needle assembly. The white button was fully pushed but the needle was still in the out position. The unit was confirmed to have a bound spring. No other visible damage was observed. Functional test (needle retraction): upon manipulation the needle successfully retracted. Conclusion(s): manufacturing: the defect found on the spring (bound) which caused the needle to hinder retraction was triggered during the manufacturing process of the assembly. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the 22g x1.00in (0.9 x 25 mm) insyte autoguard experienced a retraction issue when the customer reported that the safety mechanism didn't activate after pressing the button. The customer reported, ¿after punctured the safety mechanism didn't activate even pressed the button.¿